Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The proximal stent struts lifted and the distal stent struts were noted to be overlapping. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-aug-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex coronary artery. A 38x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.